Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. There was a relationship found between the device and the reported incident. Visual inspection shows a broken jaw and a missing needle at distal end. During the functional evaluation the remaining needle on the left side could be extracted by using a smart stitch device. The complaint was verified, but a root cause could not be determined with certainty. The jaw was probably detached and broke off due to excessive use or by compressing with too much force. The instructions for use was reviewed and found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during surgery, the moving jaw of the smartstitch broke off from the connector outside the patient. The procedure was completed without significant delay (2 minutes) using a back-up device. No patient injury or other complications were reported.